Event description:
The hcp reported the pump and the catheter were explanted due to "stopped working." They were replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.